Event description:
Opened a laparotomy pack that has black debris in the blue bowl. The patient was not in the room that pack was taken out of the room and replaced with a new pack. Ref#89-10560.01 lot# 54368281 exp 9-1-2022 I will take the bowl itself down to quality.